Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial (B)(6), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported their recharger (insr) was unresponsive and the issue began saturday. Pt was without their stimulator since saturday. Pt attempted to charge the insr with the desktop charger cord (dtc) and the issue did not resolve. During the call, pt removed the insr back cover and inserted a clip in the reset button. Pt pressed the green button and denied the insr powered on. No visible damages on the dtc and in the insr charging port. Patient services (ps) sent email to manufacturer representatives (rep) to notify them that the pt would receive a wireless recharger kit. Upon further review ps made an outbound call and left a voicemail to verify if pt notified a rep about the insr issue since agent forgot to clarify. Pt called back and denied notifying a rep about the issue but noted they did call ps. Pt also inquired battery longevity and ps reviewed information. Pt called back again to clarify process for converting to wireless recharging. Ps then reviewed the rep would then contact pt to make arrangements to meet for training. Additional information was received from the rep and pt. Rep responded regarding wireless recharger kit. Ps sent email to repair to mail wireless recharger kit to clinic. Pt then called back as they did not hear back from the rep regarding receiving kit. Reviewed rep replied to ps and kit was ordered today and expedited to the rep. Pt has rep's phone # and will be calling them. Pt expressed dissatisfaction about the process. Additional information was received from a patient (pt). It was reported that the pt called back very escalated, as they have been without therapy since saturday and drove a long distance to meet with their healthcare provider (hcp)/manufacturer representative (rep) to transition to wireless recharging kit. Agent reviewed with the pt that the tracking information showed there was a delay on fedex's end (medtronic did send as expedited) - shipment was expected to be delivered within the next few hours. The pt said they couldn't wait that long and was very upset they couldn't get a hold of the medtronic rep that was supposed to be assisting them. The pt said they were in terrible pain. The pt refused to be redirected to fedex for additional assistance. The pt requested to speak with a supervisor; agent notified scs team and another agent will be contacting the pt. Agent sent email to rep for visibility on issue and asked rep to contact the pt as well. Patient services (pss) called the patient and the call was picked up and dropped. Pss consulted with the rep and the wireless recharger will be ship to rep address for next day delivery. P